Event description:
It was reported that following implant, a loss of capture and sensing was noted on the atrial lead due to dislodgment. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.